Event description:
A complaint was received from a user facility (county jail) that reported the entire display has segments missing. A request was made to return the system for evaluation. A replacement unit was provided.